Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During the procedure, when the physician pulled back on the syringe, air came into the mac-loc when the mac-loc is closed. The problem was with the valve assembly of the mac-loc. This occurred twice with the same lot during one procedure. The procedure was successfully completed with another device from the same lot. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.